Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the no issue was found. A filed service engineer confirmed with customer could not replicate the issue on device. Preventative maintenance has performed. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system (pas) the screen was not populate on the map. Customer stated that the drawer 3 is not populating when medication tries to pull out from drawer. There was no delay in dispensing workflow. There were no adverse events or injuries reported based on this event.